Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Some bents were observed on the shaft and the dilator. The dilator outer diameter was measured, and dimensions were found within specifications. The hemostatic valve dislodged could be related to the resistance reported by the customer. The dilator was introduced with the hemostatic valve dislodged and resistance was felt. Then, the hemostatic valve was taken off the hub and the dilator was introduced again, however, resistance was felt. For the dislodged hemostatic valve, a microscopic examination was performed, and showed evidence of stress damage to the outer diameter. The resistance issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device number, (B)(4) and no internal actions related to the complaint were found during the review. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate resistance issue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Initial reporter phone: (B)(6). Adverse event problem codes: component code: (B)(4); component code: (B)(4); component code: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that the vizigo¿s dilator would not fit up the carto vizigo¿ 8.5f bi-directional guiding sheath - small after nurse flushed the carto vizigo¿ 8.5f bi-directional guiding sheath - small. They were instructed to pull the dilator out and reflush and try and push it up again. By this time the dilator tip had bent with the force of nurse trying to fit the dilator up the carto vizigo¿ 8.5f bi-directional guiding sheath - small. The nurse was told to stop and they did not proceed with this item. Suspect a manufacturing problem that would not allow dilator up sheath that had been flushed. There was no patient consequence. Additional information was later received indicating there was no visible physical damage to the sheath. They were unable to irrigate/flush the sheath event with full force as such it was thought the sheath was occluded. The dilator was unable to move through the sheath and unsure if it became stuck. The hemostatic valve was no broken or separated. The customer¿s reported issues of resistance with the sheath and dilator damage are not considered to be MDR reportable since the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 29-nov-2022, visual analysis of the returned device revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This finding was reviewed and assessed as an MDR reportable malfunction.